Manufacturer narrative:
Fractured insertion post. Implant had to be removed in the same surgery. No other implant was placed. Probably the user used two insertion posts. The first insertion post broke in the implant and a fragment could not be removed. This insertion post was not returned for evaluation. Afterwards the user took a second insertion post. This insertion post fractured at predetermined breaking point. Both fractures were caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post.